Manufacturer narrative:
Beckman coulter customer technical support (cts) evaluated the dxc 700 au chemistry analyzer remotely, and advised the customer to change the sample probe and sample syringe. Multiple attempts were made to contact the customer to confirm if they changed the probe and syringe. There was no further contact from the customer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), chloride (cl), carbon dioxide (co2) on their dxc 700 au instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.